Event description:
It was reported that there was an error in screen issue in an arctic sun device that was not working. Per review of wo on 20aug2025, there was no patient involvement. Per sample evaluation results received via task on 02feb2026, it was reported that the device was not cooling due to a failed chiller. Test isolation card installed in decontamination due to suspected damage.

Manufacturer narrative:
(B)(6). The reported issue is confirmed. The root cause is a failed chiller. The device was evaluated upon receipt. There was a failed chiller. The chiller was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A review of the device history record (DHR) for product catalog 50000101 arctic sun 5000, serial number (B)(6) was performed. The unit passed all finished product inspections. The unit successfully met all predetermined quality requirements and specifications. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error in screen issue in an arctic sun device that was not working. Per review of wo on 20aug2025, there was no patient involvement. Per sample evaluation results received via task on 02feb2026, it was reported that the device was not cooling due to a failed chiller. Test isolation card installed in decontamination due to suspected damage.